Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a loose swivel assembly. It was determined that this was due to a lack of loctite threadlocker adhesion to the threaded mating inner swivel components. The assignable root cause was determined to be due to improper assembly. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was broken and did not run at all. There were no delays to the surgical procedure as an identical spare was available for use. The surgical procedure was completed successfully with the spare device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.